Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found the connector was burnt. There was no evidence of foam particles or degradation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.